Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (loss of prime) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02/09/2015 with the following findings: pump powers with returned battery cap. No cartridge cap returned. All testing performed with a test cartridge cap. Loss of prime warnings with an unidentified low force observed in black box. Exercised pump for 24 hours with a (B)(4) unit per hour basal program and no loss of prime or prime related warnings duplicated. Force calibration check passes with a reading of 218..5. Removed pump case, force sensor pins seated and solder connections intact. No evidence of contamination or cracked force sensor traces. No evidence of moisture or loose components inside pump. Unrelated to the complaint, a battery compartment crack is observed below grip pad.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.